Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that the box of syringes is missing expiration date, poly bags that are all sealed but not in a product box. Verbatim: consumer called to inquire if his old boxes of bd insulin syringes are still good. Stated the labels on the product boxes say to use by sept. 2018 but there is no expiration date. Trademark date of 2013 on both boxes. Stated he also has about 8-10 poly bags that are all sealed but not in a product box.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7065754. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration was printed on packaging. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . The customer's address is unknown. B6, USA has been used as a default. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7065754, medical device expiration date: unknown, device manufacture date: 2017-05-11. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.5ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that the box of syringes is missing expiration date, poly bags that are all sealed but not in a product box. Verbatim: consumer called to inquire if his old boxes of bd insulin syringes are still good. Stated the labels on the product boxes say to use by sept. 2018 but there is no expiration date. Trademark date of 2013 on both boxes. Stated he also has about 8-10 poly bags that are all sealed but not in a product box.".